Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test due to motor encoder signal out of phase. We were unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. The insulin pump was received with broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hospitalized low readings and motor error alarm. The customer's blood glucose reading was unknown. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that the pump was exposed to high magnetic field. The customer was unable to complete pump rewind due to pump alarm. The insulin pump will be returned for analysis.